Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va16web, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported that on (B)(6) 2016 they started having excruciating pain in their legs, right side, and back, along with vibration that is felt sometimes. The patient clarified that the pain was not from stimulation. They also had blood on their shirt and all over their back and the bandages were coming off. The patient stated that they think a stitch may have come out, and their boyfriend looked at their back and saw a wire sticking out. It was further indicated that the patient was implanted for urinary retention and they were able to pee a lot on the day before date notified. However, they only peed twice on date notified and were having trouble with straining, noting they would sit there for 10-15 minutes trying to get urine out before they were finally able to get their bladder empty. On (B)(6) 2016 the patient felt their toes curl when stimulation was at .8 so they turned it down to .3v and the issue resolved. The patient was also running a fever of 102.1f on (B)(6) 2016 and it went down but is now coming back. The patient had seen their healthcare provider (hcp) once and is going to see them again regarding their issues. On 2016-06-13 the manufacturer representative (rep) reiterated that the patient was feeling pain in their back, leg, and right side, and that their symptoms have gotten worse/they were straining a lot. A program change was done to help resolve the issues. Indication for implant is urinary dys function/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.